Event description:
Situation: patient is getting lipid nutrition via peripherally inserted central catheter (PICC) line, and lines were changed on day shift. Throughout the night, the pump would intermittently alarm occluded. Eventually found the lipid filter tubing was clogged and not fully running the lipids properly which could cause patient to not get the correct nutrition ordered. Background: patient requires IV nutrition via her PICC line due to diagnosis. Assessment: registered nurse (rn) tried troubleshooting many times making sure all the clamps were open on the lipid tubing, switched out the pump module, and eventually disconnected it in a sterile manner to check if it was running. At the point of the lipid filter, it would not run even when we had everything clamped. Recommendation: rn was able to change out the filter and is running better. It is difficult to know which lipid filters work and those who don't unfortunately. We could continuously check to see if lipids reach the end of the lines and somehow look for movement in the fluid. Lipids are not running through the filter as pump continued to read occluded but there were no kinks in the line and all clamps were open. Lipids were not reaching the patient at intended rate, pump channel was switched out with no resolution, a new lipid filter was used in which the lipids were running better. Have had multiple issues with bd 1.2 micron filters over the last month. Previous events included 26 lipid filters that were not functioning and lipids could not be primed. Reached out to bd who have noted there have been no issues reported with their filters and sent a shipping label for defective filters to be sent back, including this filter. As soon as a new bag of lipids was ordered the filter primed immediately, lipid bag lot numbers were sent to pharmacy as well for tracking. Reference number: 20127e, lot # 1023099461. Other lot #'s include: the reference number for these products include: 10012866, lot #: 1023119088 = 18 filters, lot #: 1023099348 = 3 filters.